Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was continually alarming lost sensor. Customer's blood glucose reading at the time of the call was 500 mg/dl. Customer was advised that the sensors will be replaced.